Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the right ventricular (rv) lead exhibited inability to capture or pace, and had high and out of range pacing impedance as well. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.